Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that a patient reportedly received the following results on a performa meter, compared to a lab result, within 10 minutes: 217 mg/dl (meter) and 110 mg/dl (lab).